Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was treated with injections of reflin (1g, frequency not reported) and fortum (1g, frequency not reported). The cause of the peritonitis was not reported. It was not reported if the patient was recovering from the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.